Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device to be underweight, a broken shell, and red particles in the gel. A microscopic analysis was performed which identified a sharp broken on the anterior side and a delamination in the orientation dot. A dimension measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a opening sharp in the anterior side assessed as unidentified (tear) opening. Delamination in the orientation dot assessed as to adhesive failure.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.